Manufacturer narrative:
Event date: the events occurred on unspecified dates over the last two weeks (from the date of this report). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of amia cassettes leaked where the port is located on the patient lines. This occurred during peritoneal dialysis therapy. The patient was able to start and complete therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Describe event or problem: only one (1) unit that failed and not "unspecified number of amia cassettes (previously reported). Should additional relevant information become available, a supplemental report will be submitted.